Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the suture needle bends easily and it broke. A portion of the suture needle fell into the patient cavity and they were able to completely retrieve the broken piece from the patient¿s cavity. They noted that this event resulted in significant time loss and it made it harder to complete the suturing. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the suture needle bends easily and it broke. A portion of the suture needle fell into the patient cavity and they were able to completely retrieve the broken piece from the patient¿s cavity via surgical forceps. They noted that this event resulted in significant time loss and it made it harder to complete the suturing. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The foil was inspected with light assisted microscopy with no abnormalities. The sealed sample was sent for bend moment testing and the results exceeded the specifications for this product. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the suture needle bends easily and it broke. A portion of the suture needle fell into the patient cavity and they were able to completely retrieve the broken piece from the patient¿s cavity via surgical forceps. They noted that this event resulted in significant time loss and it made it harder to complete the suturing. There was no patient injury.